Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted to be performed with a double curve watchman truseal access system (was) and a 24mm watchman flx laa closure device. After advancing the was forward and before introduction of the watchman flx delivery system, transesophageal echocardiography (tee) revealed that the patient developed a pericardial effusion. A laa perforation was also noted. Pericardiocentesis was performed to drain the effusion. The patient fully recovered from the event and was discharged.